Manufacturer narrative:
The insulin pump was received with missing segments/partial due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.